Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Patient information is limited due to confidentiality concerns. The model listed in the report is a representative, as there is no specific model listed with specific details. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: ¿clinical experience with pacemaker pulse generators and transvenous leads: an 8-year prospective multicenter study.¿ heart rhythm 2007;4:154 ¿160. Doi:10.1016/j.hrthm.2006.10.009. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding implantable pulse generator (ipg) systems. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique serial numbers with the available information provided. The author reported that there was one patient death; the author indicated that the death was ¿caused by rapid pacing as a result of a documented electronic component malfunction.¿. There were also devices that were removed due to ¿severe¿ battery depletions, loss of telemetry, ¿no or low output,¿ and ¿other signs.¿ there were ¿major adverse events¿ because of the device replacements such as, angina, syncope/near syncope, heart failure and tachyarrhythmia. There were leads that were also replaced due to ¿failures.¿ signs of lead failure were failure to capture, under/over sensing, muscle stimulation, high thresholds, low/high impedance, and leads that were under recall. There were unspecified product allegations relating to the insulation, conductor, fixation, and ¿unknown.¿ the status/location of the device and/or lead is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.